Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient underwent an open reduction internal fixation surgery for a proximal phalange fracture. During the surgery, the drill bit interfered with the inserted screw broke. The surgeon removed the fragment successfully and the surgery was completed successfully with a thirty (30) minute delay. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary according to the information received, the drill bit interfered with the inserted screw and the drill bit broke. The surgeon removed the fragment successfully and the surgery was completed successfully within 30minutes delay. The product was returned to depuy synthes for evaluation. Depuy synths then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that approx. 10mm from the fluted tip section is broken off. The cutting edges at the tip slightly worn. The shaft and coupling are otherwise still in good condition. Dimensional analysis did not detect any deviation from the specification. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the received information and as already the surgeon commented, we assume that the drill bit interfered with the screw, and broke because of the friction with the device. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot, part: 03.130.202, lot: f-30340, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: jun 12, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.